Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism: the cutting wire contacted the tissue at a point during cutting the papilla, the device was activated under the condition of (1), the electric discharge occurred, then, a part of the cutting wire became extremely hot, resulting in breakage. The instruction manual of the device has already warned as follows; if the electrosurgical unit is used in certain conditions such as in the coagulation mode, when high-frequency output is set too high, when the activation time is too long, or when the length of the contact between the cutting knife and tissue is too short, deformation or breakage of the cutting knife can occur. When applying the current, do not use the instrument in the ¿coagulation¿ mode. During treatment, always ensure that the operation felt at hand and the cutting knife observed in the endoscopic image are normal. Should a deformation or breakage of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider to retract the cutting knife into the tube, or, if the cutting knife is not retractable, pull the slider and fix it to ensure the cutting knife does not move, then withdraw the instrument from the endoscope. To prevent perforation or bleeding, do not use an abnormal instrument. If the cutting knife is dropped, be sure to collect it using grasping forceps.

Event description:
During an endoscopic sphincterotomy, the subject device was used. The cutting wire of the subject device broke off and fell into the papilla of the patient during the second incision. The fragment was retrieved from the patient body with the grasping forceps. There was no further patient injury reported. This is the report regarding the breakage of the cutting wire.